Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that suture locked on the angio-seal device involved. The patient underwent an elective percutaneous coronary intervention (pci). After the case, an 8 fr procedure sheath was selected for use. The left common femoral artery was punctured, and a guidewire (0.035 inches) was used to insert a guiding catheter. A 0.014 guidewire was then crossed and confirmed by intravascular ultrasound (ivus). A stent was implanted, and the procedure was successfully completed. The angio-seal device was used for hemostasis of the left common femoral artery. After the assembly was made and inserted, backflow was confirmed, and the locator was removed. The device was then inserted. At that time, a reverse blood flow was noted between the device and the insertion sheath. Although there was a reverse blood flow, the entire device was attempted to be withdrawn as usual but could not be pulled out, indicating that the suture was locked. Since there was a reverse blood flow, the physician was not sure whether the tube between the sheath hub and the device cap should be cut with scissors. The device was surgically removed, and hemostasis was successfully achieved. The anchor could not be removed, and it is assumed that the anchor may have flown to the periphery. The patient recovered. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter is unknown. The event occurred intra-operative. There was no patient injury/medical or surgical intervention required. Hemostasis was achieved by surgical treatment. No equipment or other devices were used with the involved product. Additional information was received on (B)(6) 2022: the estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. One (1) 6fr angio-seal vip was returned for evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The tubing was found to have been cut and the components were returned separated. The suture and collagen were returned, and the collagen did not appear to have been tamped. The carrier tube hub was opened to further inspect the spool of suture, and the component was found to have been undeployed. Functional testing was performed by attempting to manually deploy the spool of suture, and the component was able to be deployed successfully. No issue with deployment was identified. The complaint can be confirmed for suture non-deployment. The exact root cause cannot be determined. It is possible that the anchor had not posted properly to the tip which created resistance during attempted pull-back of the device. Functional testing was performed, and the component was able to be fully deployed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).